Event description:
I have been using the freestyle libre 2 glucose monitoring system for nearly 2 years. My problem has been that a few times, the reader could not read the newly installed sensor, so that I have to install a new one. Some other times, the sensor didn't last for the full 14 days as it's supposed to last. Some other times, the reader can not read the sensor, though several hours later, it will read the same sensor. The system is designed to monitor my blood sugar continuously. Usually my 84 day supply of sensors last less than 70 days, so that I have to refill my prescription more frequently, usually as soon as it can be refilled. This problem makes me wonder if others have similar problems with the freestyle libre 2 system. Ref report: mw5150443.